Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the arcing occurred at the tip of the instrument. It was cauterizing surgical task when the arcing event occurred. It was maryland bipolar instrument and 3rd party generator macro 60w used when the issue occurred. The instrument was inspected prior to use and there was no damage observed. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image was consistent with the reported complaint: thermal damage was visible at the tip of the instrument. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury.